Manufacturer narrative:
Visual analysis results: device photograph for the device related to the reported event of rupture was reviewed. Visual analysis of the photographs identified a broken shell and no identification of which side it belongs. Due to the impossibility to perform microscopic analysis via device analysis performed through photographs, it is not possible to determine the most likely failure mode. Additional, corrected, and/or changed data: b.5., d.7., h.6.

Event description:
Healthcare professional additionally reported "right breast pain." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device remains implanted.